Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger broke on the bd luer-lok¿ syringe. This event occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: broken 50ml syringe plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 25-mar-2022. H6: investigation summary: three photos and three samples with open packaging were received by our quality team for evaluation. From the photos and samples, a broken thumb press was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The team investigated different section of the machine and matched potential areas which could lead to the reported defect. This lot was produced after major changeover from 20ml to 50ml. During the changeover, the plunger rail gap and plunger guide will be adjusted to cater for the plunger size change. The probable root cause could be due to inadequate machine changeover from 20ml to 50ml, thereby causing poor feeding of the plunger. This will eventually lead to a broken plunger due to back force from the incoming plunger at the rail to the infeed dial. The plunger guide has been repositioned to be below infeed dial. The on-the-job training will be updated to include the activities to be carried out when performing major changeover from 20ml to 50ml, and vice versa.

Event description:
It was reported that the plunger broke on the bd luer-lok¿ syringe. This event occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: broken 50ml syringe plunger.